Manufacturer narrative:
This report is submitted on november 20, 2018.

Event description:
Per the clinic, the patient was diagnosed with pneumococcal meningitis and pneumonia and was subsequently hospitalised (date not reported). The patient experienced a performance decrement and reprogramming attempts were made; however, this did not resolve the issue. The patient is being clinically managed by the health care provider.